Event description:
Additional information was received. The cause of the stent failure to open was undetermined. There was a mild resistance during delivery or positioning.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches. The pipeline flex shield was returned outside the phenom 27 catheter. However, the pipeline flex shield braid was returned stuck within catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~41.4cm and ~43.0cm from proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. For further examination, the catheter was cut to remove the braid from the catheter lumen. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal as the distal pipeline flex shield braid end was found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity, damage braid, and braid deployed in vessel bend. The patient's vessel tortuosity was moderate. Which eliminate this factor out as potential causes. There is no complaint against the phenom 27 catheter. However, the catheter body was found to be damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom 27 microcatheter was positioned distal to the aneurysm and upon initiation of deploying the pipeline flex with shield technology stent on a straight vascular segment, the distal part of the stent failed to open. Multiple attempts were unsuccessful. The stent was resheathed, removed with the microcatheter, and a new medtronic stent and microcatheter were used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, cavernous segment aneurysm with a max diameter of 7 mm and a 6 mm neck diameter. The landing zone arterial diameter was 4 mm distally and 4.8 mm proximally. It was noted the patient's vessel tortuosity was moderate. Arterial access vessel was identified as the internal carotid artery having a diameter of 5 mm. The angiographic result post procedure was noted as all good. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Less than 50% of the pipeline had been deployed when it failed to open and the pipeline was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline.